Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/10/2022. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Previously reported lot: rg8cw8q0 is invalid.

Event description:
It was reported that a patient underwent lap adrenalectomy procedure on (B)(6) 2021 and clips suture were used. During the procedure, the clips do not hold in the jaws of the clip appliers and therefore often fall out or cannot be removed correctly from the clip bank. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: please provide procedure date? (B)(6) 2021. Please provide lot number rg8cw8q0. Please confirm the total quantity of devices presenting this issue. 12. When does this issue occurred, before use on patient (pre-op), during use on patient (intra-op)or after use on patient (post-op). Intra op. Please provide the return status of the device(s) 3 will return. Events reported via: 2210968-2021-12315, 2210968-2021-12316, 2210968-2021-12317, 2210968-2021-12318, 2210968-2021-12319, 2210968-2021-12320, 2210968-2021-12321, 2210968-2021-12322, 2210968-2021-12323, 2210968-2021-12324, 2210968-2021-12325 and 2210968-2021-123128.